Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, refractive deviations after cataract surgery were observed in both eyes. 10 degrees deviation is observed for the right eye, although the target refraction was -0.20 in the company device, +0.50 hyperopia and -1.50 post-astigmatism for the left eye op +1 and -.2.25 astigmatism. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information was requested and received.